Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation and pain. The event of "pain" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device evaluation: based on the product analysis performed, the assessments of the complaint codes are: deflation: observed an opening assessed as unidentified (tear) opening and observed an opening assessed as cracked valve seat diaphragm valve. Inflammation/irritation: unable to observe. As per the investigation procedure, creases and wear abrasion were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Health professional reported a right side "deflation." Patient additionally reported experiencing ¿unusual pain, tingling, swelling, numbness, or burning of the breast.¿ device has been explanted.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaint codes are: ¿ deflation: observed an opening assessed as unidentified (tear) opening and observed an opening assessed as cracked valve seat diaphragm valve. ¿ edema: unable to observe as it is not related to the manufacturing process. ¿ paresthesia: unable to observe as it is not related to the manufacturing process. ¿ varied injuries: unable to observe as it is not related to the manufacturing process. ¿ breast pain: unable to observe as it is not related to the manufacturing process. As per the investigation procedure, creases and wear abrasion were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, changed, and/or corrected data: h3, h6.

Event description:
Health professional reported a right side "deflation." Patient additionally reported experiencing ¿unusual pain, tingling, swelling, numbness, or burning of the breast.¿ device has been explanted.